Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2015, the patient was admitted to the emergency department for suspected gastrointestinal bleeding. The patient was transfused with 7 units of blood. The bleeding stopped. On (B)(6) 2015, endoscopy was performed to the patient and stomach ulcerous tumoral lesions were detected. On (B)(6) 2015, the patient's stomach began to bleed again and the patient was admitted to the intensive care unit. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.